Event description:
It was reported that "applied under sterile conditions according to routine. Uncomplicated procedure/course. Pa catheter approx. 2-3 days. However, in connection with the removal of the pa catheter, the entire membrane on the pa introducer comes loose. Minor bleeding as this is noticed shortly. The pa introducer is removed shortly afterwards. The blue "hat" has been applied in the period between the defect being discovered and the removal of the introducer. " additional information received from the physician reports "the patient is currently doing well. Bleeding was controlled by mechanical compression and subsequent routine repositioning." No other medical intervention was required.

Manufacturer narrative:
(B)(4) the customer returned one psi sheath and dust cap for analysis. Signs of use, in the form of biological material, were observed. Visual analysis revealed that the hemostasis cap and valve had detached from the hemostasis valve body. The black valve contained an undamaged slit and appeared fully functional. The inner diameter of the hemostasis cap measured 0.381", which is within specifications of 0.379" - 0.382" per cap valve graphic. The outer diameter of the hemostasis cap measured 0.435", which is within the specification limits of 0.432" - 0.436" per cap valve graphic. The cap and seal were able to be reassembled to the valve body with no issues. The returned sample was functionally tested per the instructions for use (IFU) provided with this kit which states, "feed catheter through sheath assembly into vessel. Advance catheter to desired position" a lab catheter was inserted through the proximal end of the psi. Minimal resistance was encountered. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a sheath valve assembly separation was confirmed by complaint investigation of the returned sample. The sheath cap and valve were separated from the psi. Despite the separation, no molding anomalies or visible damage was observed to the connection points of the device. Dimensional inspection did not reveal any evidence of mismolded components from the manufacturer or supplier. The cap and seal were able to be reassembled to the valve body functioned as expected. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified to suggest a manufacturing issue. Based on the appearance of the sample received and the analysis performed, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported that "applied under sterile conditions according to routine. Uncomplicated procedure/course. Pa catheter approx. 2-3 days. However, in connection with the removal of the pa catheter, the entire membrane on the pa introducer comes loose. Minor bleeding as this is noticed shortly. The pa introducer is removed shortly afterwards. The blue "hat" has been applied in the period between the defect being discovered and the removal of the introducer. " additional information received from the physician reports "the patient is currently doing well. Bleeding was controlled by mechanical compression and subsequent routine repositioning." No other medical intervention was required.